Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault", "pacer disabled", "defib disabled", and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the high voltage module was replaced to remedy the problem. The customer declined repairs and the device was returned labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.